Event description:
A malfunction alarm with code malf 24 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer placed the pump into storage mode and returned it via ups, while a backup insulin pump was used to ensure insulin delivery. Tandem technical support confirmed the shipping address, required a signature for delivery, and sent a replacement pump, advising the customer on necessary steps upon its receipt.